Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4).

Event description:
It was reported that when updating the pump the programmer displayed a pump memory error. An attempt was made to 'back out' and update again and it was noted that the clock was running. The programmer was shut off while the clock was running. When the pump was re-interrogated it showed that the pump was in stopped mode. The pump only stopped for 2 minutes. The logs were not checked. The pump was updated to the correct info. The device system was used to deliver lioresal. It was later reported that there was no programming error. The pump memory error occurred due to interrupted telemetry during update. The patient was doing fine and was receiving effective therapy.

Manufacturer narrative:
(B)(4).